Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that while using a lecia microscope the ocular had a blue tint in it. The monitor on the microscope was also flashing on and off. They switched out the external lecica cable with another and the issue was resolved. There was a reported delay of less than 1 hour and no reported impact to patient outcome.